Event description:
The customer reported that the insulin pump was not delivering insulin through the tubing like it supposed to, and the device did not alarm no delivery. The customer declined to troubleshoot the device as she wanted the information on the upgrading process. The customer mentioned that the device worked for a while. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.